Manufacturer narrative:
B5: event details updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There is no plan to perform a revision surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post a 2 level open posterior thoracolumbar fusion procedure in a patient diagnosed with spinal stenosis. It was reported that the patient had an extension of fusion done on the thoracic region. First surgery was performed using non-medtronic products. Medtronic connectors were used to extend the construct. Patient scan indicated that the connectors have come loose and the surgeon needs to do a revision surgery to remove lose connectors and use long rods as an alternative to connectors. There was no patient symptom reported. There were no further complications reported regarding the event.